Event description:
The customer reported a blood leak on pump deck. Name of complaint: same as reporter. Customer called to report blood leak on the pump deck. Customer stated that after the treatment procedure was complete, the kit was released, customer was unloading the kit and noticed the blood under the pump tubing organizer (pto). Customer did not know if the blood was leaking from the tubing of the pto or the pressure transducers. Cts asked if there were any alarms during prime. Customer state no. Cts asked customer if there were any alarms during treatment procedure. Customer stated there was only one return pressure alarm which customer was able to clear and continue with treatment procedure. Customer stated there was no observation of blood leaking throughout the procedure, thus they completed the treatment procedure. Service order # (B)(4) was dispatched for inspection of the instrument. The customer did not return any product for investigation.

Manufacturer narrative:
A review of the lot file for b313 was performed. There were no non conformances associated with this lot and no alarm types associated with this event type reported. This lot met all release requirements. A review of complaints received for lot b313 was performed. There were 3 complaints reported for leak/spill to date for this lot. No trends detected. Service order # (B)(4) feedback: field engineer tested all pressure transducers ok. Cleaned all transducers and pump head and ran section 7 system checkouts through. Instrument has been verified to operate as expected. No product was returned by the customer for investigation. Therefore, it is not possible to determine a root cause based solely on the info provided by the customer. Complaints of this nature are monitor through tracking & trending. Should a trend be detected, further action will be taken at that time. Mxp# (B)(4). Refer to CAPA# (B)(4).